Event description:
It was reported the patient had a tka on an unknown date. Subsequently the patient underwent revision of the knee due to a broken locking bar and fractured articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures identified a fractured locking bar. As the implants were not returned, further evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is confirmed from provided pictures. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: unk articular surface lot# unk. Additional associated products: unk tibial lot# unk. Unk femoral lot# unk. Unk patella lot# unk.

Event description:
It was reported the patient had a tka on an unknown date. Subsequently the patient underwent revision of the knee due to a broken locking bar. No additional information has been provided.